Event description:
It was reported that during a cholecystectomy procedure, after firing, the instrument did not open; surgeon draw with a little bit of force but careful on the vessel to pull down the clip including the instrument. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-04555 and MFR. Report # 3005099803-2010-04556). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure to remove stones. According to the complainant, the papilla of the common bile duct was located within a diverticulum, which made cannulation of the papilla difficult. Once the tip of the first device (the subject of MFR report # 3005099803-2010-04555) was positioned within the duodenum, the device was rotated in order to orient the device to the papilla within the diverticulum. When the doctor instructed the nurse to bow the tome, the tome bowed in an unintended direction. The first device was then removed. The papilla of the common bile duct was then cannulated with a second autotome rx sphincterotome (the subject of MFR report # 3005099803-2010-04556). There was a fold that obstructed the physician's view, therefore, a blind-cut was performed. The stone(s) were successfully removed from the common bile duct. The physician injected dye/contrast and found the common bile duct was perforated during use of the second tome. A plastic stent was placed within the common bile duct and the patient was admitted to the hospital for overnight observation. An additional procedure will be performed to remove the plastic stent. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at 6th firing sequence thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.